Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported that the patient's dexcom mobile device showed cgm low. The patient uses insulet omnipod5 in modified closed loop and was feeling nausea, could not walk, and having diarrhea. The bg was not checked. Her spouse brought her to the hospital where she was in intensive care unit (ICU). When she arrived, they check her bg meter it shows 300 mg/dl but on dexcom it still says low. She had dka. Her spouse could not remember the medications that were given to her during her stay but she had bloodwork. On (B)(6) 2025, the patient got discharged. Her glucose at the time was 88 mg/dl and confirmed that she was feeling fine now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. In the ICU, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.